Event description:
It was reported that a stroke occurred. The patient underwent a successful watchman left atrial appendage (laa) closure procedure. Just prior to discharge post-procedure, patient noticed his "foot drop", but no work up was done. Then, 4 days later, patient presented with right sided foot weakness and difficulty walking for which he was sent for further workup. A magnetic resonance imaging was performed to discover multifocal areas of acute infarction, most notable in left frontal lobe. A transesophageal echocardiogram was also performed, which showed no change in the seal of the device. Patient was on warfarin and aspirin at the time of event. No interventions were performed. Patient was discharged and will follow up with neurologist at a future date.